Event description:
It was reported to medtronic neurosurgery that the external drainage system was replaced three days after it was initially placed for the patient's treatment due to a leak that was found in the drainage assembly stopcock. According to the report, the patient did not incur any injury and was "overall ok" following the event.

Manufacturer narrative:
The device was patent, however it did not meet the requirements for leak testing due to a crack in the arm that leads to the needleless injection site of both the patient line stopcock and the drainage assembly stopcock. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that "in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting system." A review of the manufacturing records showed no anomalies.